Event description:
Patient's mother reported while replacing the cartridge the piston began to make a strange noise and had difficulty rewinding. Mother stated the pump displays an e10 (cartridge error) message. Mother stated yesterday in the afternoon, she performed a cartridge change and the patient's blood glucose level was 176 mg/dl and then before dinner it was 259 mg/dl. Mother reported in the previous days that while still using the same basal rate during mealtimes, the blood glucose level was lower at 84 mg/dl. Mother stated she tried to make a fake bolus and noticed the pump didn't deliver all of the insulin; it had difficulties in being delivered and now the piston is blocked and the pump doesn't work. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).